Event description:
It was reported that the pacemaker recorded high out of range impedance values on the right ventricular (rv) channel. Myopotential noise was also noted. Technical services (ts) recommended further system evaluation. This device remains in service. No adverse patient effects were reported.